Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows evidence of power on resets. No physical damage observed to the battery compartment or on the battery cap. The returned battery cap was able to completely tighten to the pump with no visible yellow o-ring showing. The cap contacts measurements were taken and the height and width were found within specifications. The pump was exercised for 24 hours and no reboots occurred during testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The intermittent power complaint was verified in the history but could not be duplicated during the investigation.